Event description:
The surgeon reported bang sound, like blowout, and system blackout occurred. System could not be rebooted. Converted procedure to ecce, which he normally does not do, and posterior capsule rupture occurred. Additional information has been requested.

Manufacturer narrative:
Investigation is in progress.